Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided guidance on resetting the pump, which successfully resolved the issue, and there was no recurrence of the malfunction code. The customer was informed to contact support if the problem reoccurred and was able to continue using the pump.